Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 405 mg/dl at the time of incident. The customer¿s current blood glucose level is 371 mg/dl. The customer treated for high blood glucose with 12 act u of insulin. The customer was reported that the insulin pump had low reservoir alarm. The insulin pump will not be returned for analysis.